Manufacturer narrative:
Additional information: b5. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test eight (8) of ten (10). Confirmation testing via rt-pcr (platform: unknown) performed within 24 hours of the ID now result generated negative results. The customer confirmed there was no patient impact. Although requested, no additional information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device discarded; single-use.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed between 12sep2022 and 25sep2022. This MFR. Report addresses test eight (8) of ten (10). Confirmation testing via rt-pcr (platform: unknown) performed within 24 hours of the ID now result generated negative results. The customer confirmed there was no patient impact.